Manufacturer narrative:
(B)(4). (B)(6).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation which of the bearing stack threaded mating inner locking mechanism components causing the bearing stack to loosen up and fall out along with the bearings. This is due to normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the bearing stack and bearings were missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.